Manufacturer narrative:
The same characteristics had been observed in past investigations of controller batteries. When the controller batteries were sent to the MFR for analysis, the MFR confirmed that the batteries "would not accept voltage or current," and stated that the "accepted reason for this lack of capacity is identified as sulfation within the plates of the batteries." MFR analysis analysis further stated that occurs to batteries that are left in a discharged state for an extended period of time - whether because of lack of use, down-time for service, or because of a charging system malfunction. The controller battery was replaced, and the css console passed the console test validation protocol. This alleged failure mode poses a low risk to a pt because the issue was observed during a routine console checkout and the css console was not supporting a pt. In addition, the css console has a redundant, secondary controller, and redundant system performance was not affected. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
This css console was not supporting a pt. The customer reported that the primary controller on the css console did not pass the console test validation protocol. When the battery test button was depressed, the beat rate dropped to 50-60 bpm and the alarm sounded. The css console was returned to syncardia for eval. The root cause of the reported issue was a faulty controller battery that was unable to sustain its voltage when a 25ohm load resistor was placed across its leads. The battery voltage rebounded to 11.27vdc after the load was removed.